Manufacturer narrative:
Investigation is in progress. Attempt(s) to acquire info required for this form were made by gore. Blank required fields indicate that the info was not provided or deemed unavailable.

Event description:
A review of the journal of thoracic and cardiovascular surgery, 2009, revealed an article written by a md, phd entitled, "late rupture of polytetrafluoroethylene neochordae after mitral valve repair". This report described a male pt with acute-onset hematuria 11 years after mitral valve repair who was found to have fractured ptfe neochordae necessitating mitral valve replacement. The author noted the ptfe suture was calcified and had been degraded. The valve replacement was successful and the pt was discharged home on postoperative day 5 with anticoagulation. The ptfe suture is believed to be gore-tex suture.